Manufacturer narrative:
Neither medical intervention nor pt injury was reported. Facility's registered nurse (rn), clinical mgr reported that the pt had been discharged from the intensive care unit (ICU) and that she could provide no further pt info. On november 29, 2006, field rep inspected the machine and found it functioned within MFR's specs. He could not duplicate the reported condition, finding no problem with the machine. The machine was placed back into service.